Event description:
While attempting to defibrillate a pt in v-fib, the device inappropriately shut down with battery. User plugged device into ac power and device worked successfully. Complainant indicated that the device discharged 13 shocks at 120 joules with the same battery. It was indicated that the battery that was used in the event is not available for eval. Complainant indicated that the pt subsequently expired, however it was unrelated to the reported malfunction.